Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt trunk cable connector was not secured to the j702 on the ¿dn¿ pca board. The root cause for damaged connector was physical abuse. There was no adverse event that resulted from the damaged belt.